Event description:
Per physician's report, the pt was explantedin 2007, due to post-auricular abscess over the implanted area. The physician decided to explant to prevent further complications. The pt is scheduled for reimplant surgery of the same ear in 4 weeks.

Manufacturer narrative:
This is a final report.